Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va1nfby, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the lead was taught to prevent scarring. No migration, no wrapping, lead not changed. The ipg was in a shallow pocket and was moved further down the chest wall. There were no further complications reported.

Manufacturer narrative:
Product ID 3389s-40, lot# va1nfby, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had their battery moved/operated on (revised) on friday because the patient was having ¿problems.¿ the caller stated that the patient was at the hcp and they suggested that the patient decreased their stimulation a little bit. The caller clarified ¿problems¿ meant the ins was ¿riding up¿ and ¿hitting¿ their collarbone. The caller stated the patient was told it could not have possibly happened, but they confirmed during surgery that it did. They also stated that the patient was complaining the lead wire was pressing on the patient¿s neck and felt like it was choking them so the hcp put in a longer wire so the patient would have a little more slack because it was really tight. There were no further complications reported.